Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was ripped from the dn. The root cause of the damage was physical abuse. No adverse event resulted from the damaged electrode belt cable.

Event description:
A (B)(6) distributor contacted zoll customer support to report that cables on electrode belt sn (B)(4) were damaged.